Event description:
Boston scientific crm received information that a revision procedure was performed, this right ventricular lead with non-boston scientific crm device and atrial lead were removed due to an infection. No further adverse patient effects were reported.

Manufacturer narrative:
This is the information known at this time. Should additional information become available, this event will be updated.